Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "package was contaminated? " was there any hole, tear, or puncture, open or incomplete seal noticed with package? Or was there any foreign material presence on package? Was the primary or secondary package contaminated? Was the sterility of the product /device compromised in any way?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, it was noted that the package was contaminated. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 11/06/2019. Additional summary: two empty opened foil and ten unopened samples of product code w9561, lot # mh6426 were received for evaluation. During the visual inspection of ten unopened samples, no contamination, foreign matter or defects were noted on the foil packets. The samples were opened to perform visual inspection and the samples were conforming the ethicon requirements. According to visual inspection of the samples, no packaging integrity or contamination was noted.